Event description:
The resident was being transferred from the w/c to the bath and was along side the bath when the staff realised the resident was not positioned correctly over the bath, the legs of the lifter were parallel with the bath. With two carer's, one on each side of the bath, one carer reached over the bath, grabbed the sling pulling the resident over the bath with the other carer pushing on the hanger bar. At this point, both carers did not realise the leg of the lifter was up against the pedestal leg of the bath. Whilst pulling and pushing the resident over the bath, the lifter tipped over pinning one of the carers between the resident and the edge of the bath. The carer received multiple injuries and was treated by her physician. There were no reported injuries to the resident. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter involved in the reported incident. Finding show the lifter was showing signs of wear due to it's age but all functions performed to specification. No faults were found with the lifter. Based upon the report received, it was clear the lifter was not positioned correctly around the bath, and as result, the carers had to pull/push on the sling/hanger bar to position the resident over the bath instead of positioning the lifter itself into the correct position. This action, along with the legs of the lifter making contact with the pedestal of the bath, caused the lifter to tip over, trapping one of the carers between the resident and the edge of the bath. When using this lifter or any other lifter, the lifter itself should be positioned placing the resident directly over the bath. The positioning of a resident by pulling/pushing on the sling/hanger bar must not be carried out. It is, therefore, concluded the reported incident occurred as a result of user error in not positioning/using the lifter correctly. Arjo recommend the facility advise/ retrain their staff on the correct procedure how to use the lifter as laid down in the operating (B)(4).